Event description:
The product was used during an unspecified procedure. Reportedly, the catheter broke. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.